Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The distal tip was damaged. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal edge of the markerband with a scratch across the markerband. The balloon was loosely folded. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination revealed that the markerband was smashed/flattened. Microscopic examination presented no other irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.